Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. No functional abnormalities were noted with the detached connector/tubing. Based on examination, it was concluded that the observed separation in the reservoir inlet tube would have allowed a ¿plumbing failure¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a plumbing (leakage) failure. Device had a gradual decrease in hardness.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report and CAPA. No trends were noted for complaints and there were no capas that were confirmed to be associated. A nc was identified as associated with this lot number, related to a tear in the titan touch body. The reported complaint is a generic leakage. It was not confirmed how the leakage occurred which could be a result of various reasons outside of a tear in the titan touch body. Therefore, it cannot be confirmed at this time to be related to the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a plumbing (leakage) failure. Device had a gradual decrease in hardness.